Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Please note that the first report submitted under 3004753838-2018-086759 was marked as a 5-day report in error. This follow-up report is to note that type of report should have reflected initial report (30 day).  There is no 5 day reportable issue in this complaint. The firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Event description:
Subsequent to the initial MDR, a correction is required.